Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure in 2004 for pelvic organ prolapse and stress urinary incontinence and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and gynemesh was implanted. It was reported that patient underwent mesh removal on (B)(6) 2006 by dr. (B)(6). It was reported that patient underwent mesh removal on (B)(6) 2007 by dr. (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.